Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received a failed battery now alarm. The customer¿s blood glucose level was 13 mmol/l. The customer states they received a failed battery test even after placing new battery. Troubleshooting was performed for failed battery test alarm and noticed they received alarm again. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.